Event description:
Distributor reports 5 iq's did not function during a case.

Manufacturer narrative:
Upon receiving the units back for manufacturer testing, the units functioned as intended when the proper technique was followed. The IFU for this instrument has proper usage instructions that prevent damage to the device and allow for optimal function. There is no indication of any manufacturing defects with the returned devices.